Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron select sps g124 they allege that the water is warm and insert tip gets warm, no injury resulted.

Manufacturer narrative:
Evaluation tech: gpb. Root cause: emh hp; cable, conn/gun cable damaged. Damaged water flow control on the handpiece cable was bubbling (restricting water flow causing the tips to get hot/warm) continuous water leaking due to debris buildup in the water system not allowing the solenoid to close completely and would not hold pressure potentiometer/ on and off turn dial is damage leading for the turn dial turn all the way around wrong filter affecting water quality (foot switch needs upgraded and added to estimate optional for customer). Note: will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval.